Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the 7x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter, the shaft was noted to be kinked. Upon preparation of the device, fluid was leaking from the damaged area. Therefore, the device was not used and there was no patient involvement. A new balloon was used to complete the procedure. There was no reported clinically significant delay. No additional information was provided.

Event description:
During returned device analysis, no leak was identified. The account confirmed that the correct device was received. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported kink was confirmed; however, the reported leak could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported kink appears to be related to operational context; however, a conclusive cause for the reported leak could not be determined. In this case, it is likely that the armada 35 was inadvertently mishandling during removal from packaging, and/or during removal of the stylet/mandrel resulting in the reported kink. Additionally, it may be possible that the sidearm and the inflation device used in the procedure did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the complaint could not be confirmed during return analysis, and the inflation component was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.